Manufacturer narrative:
Initial reporter state: oita prefecture. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to release the stent into the target location, it was noticed that the guide catheter was stretched and stent was unable to deploy. It was reported that the patient's condition became worst and due to this event, the procedure was aborted. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.